Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to try different outlets and initially considered replacing the charging cable and wall adapter, but ultimately decided to replace the pump itself. The customer was to rely on an alternate form of insulin delivery until the replacement arrived and agreed to return the faulty pump using a prepaid label.